Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device/1 coil moved, perforated or disappeared'), device dislocation ('migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complication)') and oligohydramnios ('oligohydramnios') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, colitis, back pain, headache, tonsillectomy, caesarean section, appendectomy, breast tenderness, fetal growth abnormality, renal stone, irritable bowel syndrome, lithotripsy, face edema, cervical dysplasia, hydrosalpinx, vaginal delivery ((B)(6) 2007), c-section ((B)(6) 2003,), diabetes, heart disease, unspecified, autoimmune disorder, epilepsy, hepatitis, varicosity, thyroid disorder, stomach pain and hyperemesis gravidarum. Exam: ox kidney ureter & bladder indications: (ox kidney ureter & bladder) right flank pain clinical information: referring physician order: right flank pain, appended technologist comments: right upper quadrant pain with radiation to right flank. Findings: metallic wire opacities in the pelvis compatible with prior tubal occlusion. Impression: no evidence of urinary tract stone disease or other significant abdominal disease. Process. Gross description: labeled right fallopian tube" is a fallopian tube with fimbriated end submitted in two fragments, the largest measuring 5 x 0.7 cm. The other fragment measures 3.2 x 0.4 cm; it has a metal coil foreign body attached measuring 1.2 x 0.2 cm. Labeled portion left fallopian tube is one fragment of soft tan tissue measuring 1.5x1x0.4cm. There is an attached metal clip in the middle of the specimen measuring 1.2 x 0.3 x 0.4 cm. Indication: complete ob us cx lg leep impression: good fetal movement; normal placentation; qualitatively normal amniotic fluid. Assessments: cervical incompetence antepartum (acute). Diagnosis: left arm swelling. Conclusion: a negative upper extremity duplex ultrasound examination for superficial and/or deep vein thrombosis. Impression: aua=edc. Assessment: cervical incompetence antepartum condition or complication. Essure confirmation test(s) conducted, specify: yes, (B)(6) 2010. What were the results of your essure confirmation test? Perforation (other) please describe, migration of essure device. What did your healthcare provider tell you about your results? 1 coil moved, perforated or disappeared. Previously administered products included for an unreported indication: depo-provera, stroke, prenatal plus and phenergan. Concurrent conditions included wrist pain, corneal abrasion, acute appendicitis, diarrhea, constipation, urinary frequency, hemorrhagic cyst, irregular periods, painful intercourse, drug hypersensitivity, irritability, gastroenteritis, flank pain, chills, pain right upper quadrant, throat swelling, pelvic discomfort, incision site pain, bruising, ocular hyperaemia, cyst ovary, colonoscopy, polymenorrhea, perineal pain, obesity, flatus, edema and bowel adhesions. Concomitant products included bisacodyl since (B)(6) 2012 for constipation, codeine phosphate; paracetamol (tylenol with codeine no.3) for headache as well as ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol; ferrous sulfate; manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal) since (B)(6) 2019, aztreonam since (B)(6) 2018, docusate sodium (colace) since (B)(6) 2011, hydrocodone bitartrate; paracetamol (norco), ibuprofen (motrin ib) since (B)(6) 2012, iron, meloxicam, metformin from (B)(6) 2015 to (B)(6) 2015, metronidazole since (B)(6) 2018, morphine since (B)(6) 2018, ranitidine hydrochloride (zantac), sennoside a+b since (B)(6) 2012, simeticone (mylicon) since (B)(6) 2012 and wool fat (lanolin) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced oligohydramnios (seriousness criterion medically significant) and breech presentation ("breech presentation"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), polycystic ovaries ("other injury(ies) or complication (s) poly cystic ovarian syndrome (pcos)"), amenorrhoea ("amenorrhea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), pelvic pain ("pain pelvic pain"), ovulation pain ("pain with ovulation"), abdominal pain ("abdominal pain with nausea") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain "). The patient was treated with surgery (unilateral salpingectomy laparoscopy with right salpingectomy,). At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, oligohydramnios, breech presentation, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, polycystic ovaries, amenorrhoea, urinary tract infection, pelvic pain, ovulation pain, abdominal pain and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, amenorrhoea, breech presentation, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea, oligohydramnios, ovulation pain, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010, upon removing the catheter approximately 3 coiling trials were noted current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2018: indications: female patient who presents with a story that was consistent with acute appendicitis. The patient had a CT scan showing the inflammation of the appendix. The patient was brought for surgery at this time. Cytology on (B)(6) 2018: diagnosis: appendix, resection: acute appendicitis with periappendicitis. Serositis with adhesions (as reported). Impression: findings compatible with early appendicitis without evidence of perforation or abscess. Pathology test on (B)(6) 2018: endocervical curetting: endocervical tissue with no pathologic abnormalities and secretory phase of endometrium, right fallopian tube: no pathologic abnormalities, portion of left fallopian tube: no pathologic abnormalities. Physical examination on (B)(6) 2015: female genitalia: vulva: no masses, atrophy, or lesions]. Vagina: no tenderness, erythema, cystocele, rectocele, abnormal vaginal discharge, or vesicle(s) or ulcers and normal atrophy]. Cervix: no discharge or cervical motion tenderness and grossly normal and sample taken for a pap smear]. Uterus: normal size and shape and mobile, non-tender, no uterine prolapse, and anteverted.; on (B)(6) 2018: impression and plan: diagnosis: left wrist sprain impression and plan: acute migraine cephalgia, left upper extremity edema impression: no evidence of an acute fracture or elbow joint effusion findings: no evidence of an elbow joint effusion. No evidence of an acute fracture or joint effusion. No periarticular calcifications. Pregnancy test on (B)(6) 2012: negative. Ultrasound pelvis on (B)(6) 2015: assessment: amenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs+mr received. Event injury was updated and new events: pregnancy (with complications), infection (bladder/ urinary tract/vaginal),migraines / headaches, migration of essure device, nausea dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, other injury(ies) or complication (s) poly cystic ovarian syndrome (pcos), amenorrhea, fallopian tube perforation, abdominal pain, oligohydramnios, breech presentation, nickel allergy were added. Case becomes valid. Pregnancy outcome added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device/1 coil moved, perforated or disappeared'), device dislocation ('migration of essure device'), pregnancy with contraceptive device ('pregnancy (with complication)') and oligohydramnios ('oligohydramnios') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma, colitis, back pain, headache, tonsillectomy, caesarean section, appendectomy, breast tenderness, fetal growth abnormality, renal stone, irritable bowel syndrome, lithotripsy, face edema, cervical dysplasia, hydrosalpinx, vaginal delivery ((B)(6) 2007), c-section ((B)(6) 2003,), diabetes, heart disease, unspecified, autoimmune disorder, epilepsy, hepatitis, varicosity, thyroid disorder, stomach pain, hyperemesis gravidarum and menarche (at age 14). Exam: ox kidney ureter & bladder indications: (ox kidney ureter & bladder) right flank pain clinical information: referring physician order: right flank pain, appended technologist comments: right upper quadrant pain with radiation to right flank. Findings: metallic wire opacities in the pelvis compatible with prior tubal occlusion. Impression: no evidence of urinary tract stone disease or other significant abdominal disease process gross description: labeled right fallopian tube" is a fallopian tube with fimbriated end submitted in two fragments, the largest measuring 5 x 0.7 cm. The other fragment measures 3.2 x 0.4 cm; it has a metal coil foreign body attached measuring 1.2 x 0.2 cm. Labeled portion left fallopian tube is one fragment of soft tan tissue measuring 1.5x1x0.4cm. There is an attached metal clip in the middle of the specimen measuring 1.2 x 0.3 x 0.4 cm. Indication: complete ob us cx lg leep impression: good fetal movement; normal placentation; qualitatively normal amniotic fluid. Assessments: cervical incompetence antepartum (acute) diagnosis: left arm swelling conclusion: a negative upper extremity duplex ultrasound examination for superficial and/or deep vein thrombosis impression: aua=edc assessment: cervical incompetence antepartum condition or complication essure confirmation test(s) conducted, specify: yes, (B)(6) 2010. What were the results of your essure confirmation test? Perforation (other) please describe, migration of essure device. What did your healthcare provider tell you about your results? 1 coil moved, perforated or disappeared. Previously administered products included for an unreported indication: depo-provera, stroke, prenatal plus and phenergan. Concurrent conditions included wrist pain, corneal abrasion, acute appendicitis, diarrhea, constipation, urinary frequency, hemorrhagic cyst, irregular periods, painful intercourse, allergy to antibiotic, irritability, gastroenteritis, flank pain, chills, pain right upper quadrant, throat swelling, pelvic discomfort, incision site pain, bruising, ocular hyperaemia, cyst ovary, colonoscopy, polymenorrhea, perineal pain, obesity, flatus, edema and bowel adhesions. Concomitant products included bisacodyl since (B)(6)2012 for constipation, codeine phosphate;paracetamol (tylenol with codeine no.3) for headache as well as aztreonam since (B)(6) 2018, docusate sodium (colace) since (B)(6) 2011, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin ib) since (B)(6) 2012, iron, meloxicam, metformin from (B)(6) 2015 to (B)(6) 2015, metronidazole since (B)(6) 2018, minerals nos;vitamins nos (prenatal vitamins) since (B)(6) 2019, morphine since (B)(6) 2018, ranitidine hydrochloride (zantac), sennoside a+b since (B)(6) 2012, simethicone (mylicon) since (B)(6) 2012 and wool fat (lanolin) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced oligohydramnios (seriousness criterion medically significant) and breech presentation ("breech presentation"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), polycystic ovaries ("other injury(ies) or complication (s) poly cystic ovarian syndrome (pcos)"), amenorrhoea ("amenorrhea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection"), pelvic pain ("pain pelvic pain"), ovulation pain ("pain with ovulation"), abdominal pain ("abdominal pain with nausea"), allergy to metals ("nickel allergy") and cystitis ("bladder infection") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain "). The patient was treated with surgery (unilateral salpingectomy laparoscopy with right salpingectomy,). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, oligohydramnios, breech presentation, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, polycystic ovaries, amenorrhoea, urinary tract infection, pelvic pain, ovulation pain, abdominal pain, allergy to metals and cystitis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, amenorrhoea, breech presentation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea, oligohydramnios, ovulation pain, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010, upon removing the catheter approximately 3 coiling trials were noted current weight 255 lbs. Approximate weight at the time of essure placement 8. Lbs diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: indications: female patient who presents with a story that was consistent with acute appendicitis. The patient had a CT scan showing the inflammation of the appendix. The patient was brought for surgery at this time. Cytology - on (B)(6) 2018: diagnosis: appendix, resection: acute appendicitis with periappendicitis. Serositis with adhesions (as reported) impression:1. Findings compatible with early appendicitis without evidence of perforation or abscess.. Pathology test - on (B)(6) 2018: endocervical curetting: endocervical tissue with no pathologic abnormalities and secretory phase of endometrium, right fallopian tube: no pathologic abnormalities, portion of left fallopian tube: no pathologic abnormalities. Physical examination - on (B)(6) 2015: female genitalia: vulva: no masses, atrophy, or lesions] vagina: no tenderness, erythema, cystocele, rectocele, abnormal vaginal discharge, or vesicle(s) or ulcers and normal atrophy] cervix: no discharge or cervical motion tenderness and grossly normal and sample taken for a pap smear] uterus: normal size and shape and mobile, non-tender, no uterine prolapse, and anteverted.; on (B)(6) 2018: impression and plan: diagnosis: left wrist sprain impression and plan: acute migraine cephalgia, left upper extremity edema impression: no evidence of an acute fracture or elbow joint effusion findings: no evidence of an elbow joint effusion. No evidence of an acute fracture or joint effusion. No periarticular calcifications. Pregnancy test - on (B)(6) 2012: negative. Ultrasound pelvis - on (B)(6) 2015: assessment: amenorrhea.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event: bladder infection were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.